Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted with resetting the pump by the technical support team, and no recurrences of the malfunction were noted after the reset. Customer was advised to continue using the pump and to contact technical support again if any further issues arise. Customer acknowledged and understood the instructions provided.